Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. A review of the downloaded data log found no firmware errors. A "try it" manual test was performed and speaker sounded. A global receiver functional test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced low blood sugar levels. The patient stated they started to feel dizziness and their blood glucose levels were at 1.3mmol/l; however, the dexcom device did not vibrate or give an alert. The patient treated himself by eating a banana and drank a class of orange juice. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.